Event description:
The company representative reported via phone call that the insulin pump alarmed motor error. The blood glucose reading was 150 mg/dl.

Manufacturer narrative:
The motor error alarm during the rewind was due to the corroded motor home switch. The insulin pump was unable to perform the displacement test due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken belt clip slot, cracked reservoir tube lip, and the end cap sticker was missing.